Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: customer returned 3 used and 3 unused syringes with a polybag labeled for 1.0ml, 31 gauge, 6mm syringes from lot 1033569. Each of the syringes were used to draw and expel water in order to test their functionality. All of the plunger rods moved smoothly and with little resistance. However, one of the used syringes could not draw any fluid. Submitting sample to manufacturing facility (B)(4) for further analysis regarding clog. A review of the device history record was completed for batch# 1033569. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of a needle clog in 1 of the returned 6 samples. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the plungers being difficult to move. Root cause could not be determined.

Event description:
It was reported that 6 bd insulin syringes with the bd ultra fine¿needles were unable to aspirate or had plunger difficult to move. The following information was provided by the initial reporter : the consumer stated not able to draw medication and when trying to draw medication, the plunger rod shoots back without drawing anything up. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insulin syringes with the bd ultra fine¿needles were unable to aspirate or had plunger difficult to move. The following information was provided by the initial reporter: the consumer stated not able to draw medication and when trying to draw medication, the plunger rod shoots back without drawing anything up. Date of event: unknown. Samples: available.